Event description:
It was reported that during a sigmoid resection procedure there was an incomplete staple line on two firings of the device. The customer used a similar device to complete the case with no patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.